Event description:
While prepping for a procedure, the plantinum plus guide wire pouch's seal was found open at both sides. The device was not used and they completed the procedure with another MFR's guidewire. No pt complications or injuries were reported. The pt's status is reported as 'good'.